Manufacturer narrative:
The reported event of inadequate capture threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures. Shorting was found between conductors at the distal region of the lead consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture thresholds and high pacing impedance. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.